Event description:
It was reported that a spectrum pump keeps shutting down. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, unit keeps shutting down, which was not reproduced during evaluation. The reported symptom was confirmed through the event history log. Evaluation found the lower negative backflex battery contact pin to be failing. The rear case assembly will be replaced.